Event description:
During cystoscopy, an open-ended catheter 4 fr. Was inserted into patient and the tip of the catheter was broken off. When the open portion of the surgery started, the surgeon was able to remove the broken off piece of the catheter and it was completed removed from the patient. Item sequestered and given to management.